Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the egv was between 225¿250 mg/dl, while the blood glucose meter (bgm) was 350¿400 mg/dl. That evening, the patient felt unwell, reporting fatigue, disorientation, and frequent urination. At around 7:30 pm, he injected 20 units of short-acting insulin (novolog). An hour later, with persistently high blood glucose levels (exact values unspecified), he gave himself an additional 40 units. Despite this, his symptoms continued, and by 10:00 pm, he injected 60 units of long-acting insulin (tresiba). The cgm continued to show readings around 250 mg/dl, while the bgm remained high (exact values not specified). Early the next morning, sunday, (B)(6), the patient and his wife went to the emergency room (ER). Upon arrival, his bgm reading was 404 mg/dl, while the cgm still showed 250 mg/dl. He was treated with 10 units of IV insulin at one-hour intervals. After a few hours, his blood glucose dropped to 400 mg/dl, prompting another 10 units of IV insulin. His levels then decreased to 300 mg/dl and eventually to 188 mg/dl. During this time, the cgm was still inaccurately reading 215 mg/dl. No additional tests or procedures were performed in the emergency room. After approximately four hours, the patient was discharged with a bg reading of 188 mg/dl and a cgm reading of 277 mg/dl. He reported feeling better but expressed frustration over the cgm¿s inaccuracy. He still wore the sensor at home but was removed later on that day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after the patient injected himself with 60 units of long-acting insulin. At the emergency room, the reported glucose values fall within the b zone of the parkes error grid. Also at the emergency room, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.